Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers parent reported via phone call that their daughter had experienced high blood glucose and insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 500 mg/dl. The customer reported that during bolus the insulin pump was failed. Customer was able to complete pump rewind and also performed self test and was passed. It was reported that the customer declined troubleshooting for high blood glucose. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.